Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received 7 shocks. It is not known at this time if the shocks were appropriate. The device was interrogated, which demonstrated low shock impedance (<20 ohm), as well as low pacing impedance (<200 ohms). The decision was made to explant and replace the defibrillation lead, which was performed without complication. Impedance measurements were obtained with the pacing system analyzer (psa) on the new lead, which demonstrated normal measurements. However, after connecting the newly implanted lead to this device, <20 ohm shock and <200 ohm pacing impedance was again observed. The decision was made to explant and replace this ICD with a different device, which was performed without complication. The explanted device will be returned to guidant for analysis.